Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The aci sales professional reported that a patient underwent a catheterization procedure within the last 2 weeks (the exact date is unknown). Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the technician shuttled down, he could not retract the shuttle (device jammed). The device was removed and the patient was converted to less than 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home as originally planned with no clinical sequela noted. No further information is available.